Event description:
A customer contacted baxter global technical services(gts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) advised the home patient(hp) to check the patient line. The hp stated that there is air in it. The tsr assisted the hp to end therapy and disconnect in order to restart the setup with new supplies. The hp was contacted on (B)(6) 2011 and stated this was an isolated event. The hp stated that he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be air in the patient line. This issue is being investigated through CAPA.